Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported patient effect of unchanged tr appears to be related to the clip being deployed on the chordae. Tr is listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During grasping attempts in the posterior/septal commissure a triclip became caught in the chordae. Troubleshooting was performed unsuccessfully and the clip was deployed. The clip was stable on both leaflets after deployment but there was insufficient reduction in tr. An additional triclip was attempted, during grasping of the anterior/septal leaflets it was no possible to reduce the tr. The procedure was discontinued and the triclip was removed from the patient. The final tr remained at grade 4. The patient was referred for surgical intervention if a secondary triclip intervention. There was no clinically significant delay or adverse patient effect reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.